Manufacturer narrative:
The complaint investigation for false positive architect sarscov-2 igg results, when compared to the vitros igg assay, included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Testing of the returned patient sample gave a positive result of 4.36 s/co and aligned with the results obtained by the customer. Additionally, testing of the returned sample on an in-development sars cov-2 assay provided negative spike igm, spike igg, and total igg results. Neutralizing nc-cbtag nucleocapsid igg testing gave positive results indicating a false positive result. Additional testing of the patient sample indicated a possible sample interferent caused the false positive result and product labeling addresses the issue. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as sars-cov-2 igg that employ mouse monoclonal antibodies. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. Rheumatoid factor (rf) in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter for accurate results. Serum specimens from patients receiving anticoagulant or thrombolytic therapy may contain fibrin due to incomplete clot formation. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 17001m800 did not show any potential non-conformances, or deviations related to the customer observation. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Additionally, review of the manuscript bryan et al. 2020, "performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 17001m800 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive sars-cov-2 igg result for a (B)(6) female patient, with mild to moderate covid-19 symptoms, on an architect i1000sr analyzer. The following data was provided(<1.40 index (s/c) is negative, >/=1.40 index (s/c) is positive):sample ID (B)(6) initial result, on (B)(6) 2020, was 4.73 index (s/c), repeat, on (B)(6) 2020, was 4.67 index (s/c). The sample was also tested at (B)(6) clinic using the vitros sars-cov-2 igg assay and it was negative. It was noted that patient tested negative on (B)(6) 2020 with a pcr rna nasal swab assay. There was no impact to patient management reported.